Event description:
--

Event description:
Boston scientific received information that over the past year, this left ventricular lead began to display numerous issues. Pacing impedances on the lead increased to 1600 ohms along with an increase in pacing thresholds and loss of capture. No patient symptoms were noted due to these issues. It was confirmed via an x-ray that a fracture was present on the lead 10 centimeters from the pin of the lead. The lead was partially explanted and replaced. As the device was near elective replacement indicator (eri), it was also explanted and replaced electively. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed 120 millimeters (mm) from the terminal pin. Visual analysis confirmed the allegation of fracture, noting that the cathode coil was fractured 113 mm from the terminal pin. Detailed analysis confirmed all the insulations and coil materials were consistent an acuity lead model 4554. The outer coil wires were cut and intact, however the inner coil wires were the ones noted to be fractured. Testing revealed the inner coil fracture was due to torsional shear overload.

Manufacturer narrative:
The explanted portion of the lead will be returned for analysis. No further information is available. This report will be updated if more information becomes available.